Event description:
It was reported that the customer passed away. The cause of death was not known at the time of the report. The customer had stopped using the insulin pump prior to death, due to infections at the infusion sites. The customer was suffering from low blood pressure and nerve damage at the time of death. The reporter threw the insulin pump away, so it could not be returned for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.